Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:28jan2021. B4:30jan2021. The device was reported to have been in testing while being set-up for use, there was no delay in therapy and no patient harm. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel to resolve the reported issue. The device passed performance verification tests. A similar evaluation was performed and the root cause of the navigation ring failures was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.